Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor position encoder error during prime. Customer's blood glucose levels were not included in the report. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with constant motor error alarms during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor position encoder error alarm or perform functional testing due to the motor error alarms. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.